Event description:
It was reported that the ventricular lead exhibited high capture threshold and intermittent sensing. The lead was explanted and replaced. The patient was stable during and following the procedure.

Manufacturer narrative:
(B)(4).